Manufacturer narrative:
The returned device was evaluated and corrosion was observed inside the device. Further testing confirmed a damaged cannula allowed fluid to leak internally depriving the user of insulin which would contribute to the user's report of high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels exceeded 13.9 mmol/l (250mg/dl) while wearing the pod between 4 and 24 hours on the leg. A manula insulin injection was administered to treat the hyperglycemia.